Manufacturer narrative:
Awaiting product return to smiths medical. If the product is returned, smith medical will return this complaint for further investigation.

Event description:
It was reported that during the pre-use check, leakage of medical fluid from the medication bag was observed when the syringe and the chemical solution were put. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05103. The report was submitted in error.